Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. D01976) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain, fatigue and menorrhagia. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), infection ("infection"), fatigue ("chronic fatigue"), pain ("pain nos") and autoimmune disorder ("autoimmune-like symptoms"). The patient was treated with surgery (1. Laparoscopic bilateral salpingectomy with essure coils removal and endometrial ablation). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, infection, fatigue, pain and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, fatigue, infection, menorrhagia, pain and pelvic pain to be related to essure. The reporter commented: on the left side, approximately 4 coils were appreciated; on the right side, 4 coils were appreciated. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: diagnosis fallopian tubes, bilateral, salpingectomy complete cross-section of unremarkable fallopian tube (x2). Specimen(s) received a bilateral fallopian tubes and essure coils clinical information menorrhagia, retained essure devices operative procedure laparoscopic bilateral salpingectomy and removal essure coils hysteroscopy nova sure gross description received labeled patient's name and "bilateral fallopian tubes and essure coils" are two tan-pink fimbriated fallopian tubes measuring 6.5 x 1.0 cm each. There are two coiled sterilization devices present within the container. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2020: quality-safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal essure removed on (B)(6) 2019 in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced infection ("infection"). The patient was treated with surgery essure removed on (B)(6) 2019. Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal and infection outcome was unknown. The reporter considered infection and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. D01976) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain, fatigue and menorrhagia. On (B)(6)2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), infection ("infection"), fatigue ("chronic fatigue"), pain ("pain nos") and autoimmune disorder ("autoimmune-like symptoms"). The patient was treated with surgery (1. Laparoscopic bilateral salpingectomy with essure coils removal and endometrial ablation). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, menorrhagia, infection, fatigue, pain and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, fatigue, infection, menorrhagia, pain and pelvic pain to be related to essure. The reporter commented: on the left side, approximately 4 coils were appreciated; on the right side, 4 coils were appreciated. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: diagnosis. Fallopian tubes, bilateral, salpingectomy. Complete cross-section of unremarkable fallopian tube (x2). Specimen(s) received. A bilateral fallopian tubes and essure coils clinical information menorrhagia, retained essure devices operative procedure laparoscopic bilateral salpingectomy and removal essure coils hysteroscopy nova sure gross description received labeled patient's name and "bilateral fallopian tubes and essure coils" are two tan-pink fimbriated fallopian tubes measuring 6.5 x 1.0 cm each. There are two coiled sterilization devices present within the container.. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-jul-2020: medical record received. Reporter information updated. Other relevant history and lab data updated. Lot number newly added. Events added -pelvic pain, chronic fatigue and pain,autoimmune-like symptoms,menorrhagia we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed on ((B)(6) 2019') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced infection ("infection"). The patient was treated with surgery (essure removed on ((B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal and infection outcome was unknown. The reporter considered infection and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.